Event description:
The patient passed away due to drowning while fishing alone. No other relevant information has been received to date.

Event description:
The patient's cause of death was determined to be drowning in relation to his seizure disorder. The death was not witnessed. The explanted generator and lead were received for analysis. The generator was monitored for 24 hours in a body temperature environment and was able to deliver programmed output without issue. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No discontinuities were found. No obvious anomalies were noted.